Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day following the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin 1g (route, frequency, and duration route not reported) and injection meropenem 1g stat dose then once a day (route and duration route not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.